Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead experienced helix extension difficulty and the helix mechanism could not be extended despite multiple rotations. Additionally, high, out of range impedances were observed which were greater than 2000 ohms. This lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead experienced helix extension difficulty and the helix mechanism could not be extended despite multiple rotations. Additionally, high, out of range impedances were observed which were greater than 2000 ohms. This lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: this product has not been returned for analysis. A return request was submitted to the field obtain product return. The field indicated that there is currently no return status available. Should additional information become available, a supplemental report will be provided.